Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device and radio frequency controller are not being returned therefore, a failure analysis of these complaint devices cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. Device history record (DHR) review was conducted for the radio frequency controller (csp 8228), there were no reworks or observations noted at the time of manufacture. No relationship can be established between DHR and current complaint. If add'l relevant info is received, a supplemental medwatch will be filed. (B)(4).

Event description:
On (B)(6) 2010, it was reported that to our hologic sales rep that a pt had an uneventful novasure endometrial ablation procedure in (B)(6) 2010 (exact date unk) and returned with bowel injury (date unk). The bowel injury has been described as an adhesion. During a laparoscopic examination of the affected area, a "spot" on the bowel was noted and a subsequent resection was performed. No add'l info is available surrounding this event at this time.